Event description:
It was reported that during a "redo" CABG procedure, the suture detached from the needle while the surgeon was completing an anastomosis of a distal vein. The entire anastomosis needed to be redone. Since this was a "redo" case not much space was available. As a result, there was increased tissue trauma due to the resuturing and surgeon thought the quality of the anastamosis was poor. Reportedly, the patient experienced excessive post operative bleeding related to this and the hospital stay was increased by approximately one week. Surgery was delayed by 45 minutes. The current status of the patient is unknown.